Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a patient hospitalization that occurred on (B)(6) 2015. Patient's mother reported that the patient was wearing dexcom equipment during hospitalization. There was no alleged device malfunction. Patient's mother was using receiver to monitor patient's blood glucose (bg) during hospitalization. Patient's hospitalization is related to diagnosis of cyclic vomiting syndrome (cvs). Patient was released from the hospital on (B)(6) 2015. Patient's mother reported that patient is at home now. No additional event or patient information is available.